Event description:
A 26mm diameter x 15mm diameter x 16.5cm length aneurx bifurcated stent graft was successfully inserted for the treatment of an abdominal aortic aneurysm in 2001. It is reported that the pt was a sick, frail pt with very small and tortuous iliacs. The iliacs were both badly diseased. It is reported that the physician had difficulty inserting the 22 french sheath into the iliac artery. The physician eventually placed the sheath and inserted the delivery system into the sheath. As the physician pulled the cook sheath back slightly to advance the stent graft he noticed the artery had torn. Due to the difficulty of the case the physician decided to convert the pt to open repair. It is reported that the sheath of the stent graft was never pulled back and the stent graft was never exposed. It is reported that the pt is fine and there is no additional clinical sequelae reported relative to the event.